Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device, during drain 2. The home patient (hp) stated that they had to suddenly disconnect to go help their wife and they did not use proper disconnect procedures. The hp did end up reconnecting after the hc alarmed. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The hp was going to complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.